Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem 'failed downstream occlusion' was not reproduced. Evaluation performed downstream occlusion testing and passed. A review of the event history log revealed downstream occlusion messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was an out of specification downstream sensor. The downstream sensor is required to be calibrated to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum infusion pump had failed downstream occlusion during testing in the biomedical service department. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.